Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a walled-off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent would not deploy steps 3-4. The device was removed from the patient, and another hot axios stent was used to completed the procedure. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.